Manufacturer narrative:
E1: initial reporter phone: (B)(6). E1: initial reporter address 1: (B)(6). Investigation results: media review: media provided by the customer showed a poor image on the capital equipment screen. Device analysis findings: the device was returned for analysis. Visual inspection revealed, no issues, the device and tip appeared to be in good condition. However, microscopic inspection showed wrinkles around the heat shrink tubing of the drive cable. Impedance testing showed an electrical open at the proximal end of the catheter; 130-140cm from the distal housing. During the flush test, the device could not flush when the telescope was fully retracted and fully advanced. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: this investigation has been assigned an investigation conclusion code of cause linked to device but unable to trace more specifically following a review of the reported event details and the available information. The difficult to flush issue has been investigated further and determined to be connected to the heat shrink tubing wrinkles, however, it was not possible to identify the most probable cause of the observed wrinkles at the tubing heat shrink of the drive cable.

Event description:
It was reported that a catheter issue occurred. The target lesion was located in the right coronary artery (rca). An opticross hd imaging catheter was selected for the ultrasound examination of the target lesion. During preparation, the tip of the catheter could not come out, the air could not be primed, and the catheter could not be used. The procedure was completed with another of the same device. There was no patient complications reported, and the patient was stable.

Manufacturer narrative:
E1: initial reporter phone: (B)(6). E1: initial reporter address 1: (B)(6). The device was not returned for analysis; therefore, a technical evaluation could not be performed. However, a review of the media provided by the customer shows a poor image on the capital equipment screen.

Event description:
It was reported that a catheter issue occurred. The target lesion was located in the right coronary artery (rca). An opticross hd imaging catheter was selected for the ultrasound examination of the target lesion. During preparation, the tip of the catheter could not come out, the air could not be primed, and the catheter could not be used. The procedure was completed with another of the same device. There was no patient complications reported, and the patient was stable.

Event description:
It was reported that a catheter issue occurred. The target lesion was located in the right coronary artery (rca). An opticross hd imaging catheter was selected for the ultrasound examination of the target lesion. During preparation, the tip of the catheter could not come out, the air could not be primed, and the catheter could not be used. The procedure was completed with another of the same device. There was no patient complications reported, and the patient was stable.

Manufacturer narrative:
E1: initial reporter phone: (B)(6). E1: initial reporter address 1: (B)(6).